Event description:
The customer reported the device won't charge internal battery. The device is down. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.